Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a percutaneous transluminal angioplasty was performed using the chocolate 018 balloon to treat bilateral chronic limb-threatening ischemia, rutherford class IV, involving a right superficial femoral artery mid-segment calcified plaque lesion with 90% stenosis, severe tortuosity, severe calcification, a 5 mm artery diameter, and a 120 mm lesion length. During delivery through the vessel, a device component detached, cracked, or fractured, described as detachment of the constriction structure. The detached constriction cage remained in the patient and was reported to have adhered/healed to the artery wall. The device was reported to have passed through a previously deployed stent, and no resistance was encountered when advancing the device. The procedure was completed by implanting a covered stent above and beyond the artery. The patient was reported alive with no injury and no symptoms or complications. No patient complications have been reported as a result of this event.